Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and replaced with a 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon (pcb) catheter which also ruptured during first inflation at 5 atmospheres for 2 seconds. The device was also removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.